Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no. 309605 batch no. Unknown (provided 8303795, 8303798, or 8340918). It was reported that a foreign substance was found inside the syringe. This was brought to me today with what looks like brown particulate on the syringe. This is from lot 8303795, 8303798, or 8340918.

Manufacturer narrative:
H.6. Investigation: one photo and one loose 10ml syringe was received and evaluated. It was observed the syringe contained a trail of multiple brown embedded foreign matter particles beginning below the flange and extending to the middle of the barrel outside the grad lines. The particles appear to be burnt plastic with at least six larger than level 3 in size and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the possible lot numbers that could have contributed to the reported defect potential root cause for the foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8303795, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30. Medical device lot #: 8303798, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30. Medical device lot #: 8340918, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-06. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no. 309605, batch no. Unknown (provided 8303795, 8303798, or 8340918). It was reported that a foreign substance was found inside the syringe. This was brought to me today with what looks like brown particulate on the syringe. This is from lot 8303795, 8303798, or 8340918.